Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, nurse noted that the flush leaking at the PICC line. External length remained the same at 17.5cm as recorded previous weeks. On removal visible slit / fracture was noted. Remedial actions: triage line contacted and incident reported. Triage line advised as per cns cvad that the PICC line was to be removed asap in community. Patient admitted to ward. No other information was provided.